Event description:
(B)(6) stated via phone on (B)(6) 2013, that on the thursday during the (B)(6) (approx (B)(6)) the pt obtained the frank model shoe and wore it for 4 hours. The following day (friday) the pt wore the shoe for a period of 8-9 hours. The pt then stopped wearing the shoe during the weekend and then on the monday reviewed his foot and found a blister about the size of a dime at about the 8 o' clock position in relation to the pt's ankle. When asked if he felt any discomfort during the period, the pt stated that he felt no discomfort due to him suffering from neuropathy, but he did find it to be a comfortable shoe overall. He did not wear the shoe again. The pt's initial e-mail contact alleged: "the manufacture of your product places the sewing of the velcro strip right against the foot, that caused a rubbing and consequential blister on the foot which then led to diabetic ulceration and subsequent infection and total destruction of foot and a below the knee amputation performed thursday (B)(6) 2013".